Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had a fall in (B)(6) 2018, where she caught the ins on a chair. The rep reported that the patient had pain since that time and 4 weeks ago, she fell again and now had even more pain. The rep reported that the patient had more pain with stimulation at the pocket site. The rep reported that the pocket site looked good however, the top of the ins sticks out a little more. An impedance check showed 680-900 ohms with the rep changing reference electrodes to confirm. The rep reported that the patient was feeling stimulation for her leg but couldn't tolerate pain in her back with stimulation on. The rep reported that stimulation never really helped with her back, but she kept the ins because it helped with her leg, but now it was causing so much back pain that she wanted the implant removed. The patient was currently programmed with 0, -1, -2, 3, 450 pulse width and 40 hz. No further complications were reported.